Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with an octaray mapping catheter and while mapping the right atrium with an octaray catheter, the catheter became looped around and "stuck on itself". The reporter stated that the loop would not release. Under fluoroscopy, the head of the ocatray was attached and stuck on the shaft of the catheter, creating a letter "p". The coronary sinus (cs) catheter was placed through the loop and was able to untangle the octaray. The physician does not believe that the issue involved any cardiac structures. The case was completed. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection was performed following j&j procedures. Visual analysis in the lab revealed a deformation in the tip. In addition, several splines bent and kinked, were observed, but no wires or internal components were exposed. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31330349l and no internal actions related to the complaint were found during the review. The damage on the spline could be related to the knotted issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue cannot be established. The instructions for use contain the following warnings and precautions: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded back toward the handle. Collapse the spines together using the insertion tube prior to insertion. The catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with an octaray mapping catheter and while mapping the right atrium with an octaray catheter, the catheter became looped around and "stuck on itself". The reporter stated that the loop would not release. Under fluoroscopy, the head of the ocatray was attached and stuck on the shaft of the catheter, creating a letter "p". The coronary sinus (cs) catheter was placed through the loop and was able to untangle the octaray. The physician does not believe that the issue involved any cardiac structures. The case was completed. No adverse patient consequence was reported. Ablation: mdt pulseselect.